Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned to evaluated to report of an error code. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log was reviewed, and the pump was ran in user mode. The pump was also power cycled ten times. The pump was power cycled 11 times with 5 or more minutes between power-down/up. There were no issues until the unit was run for 5 minutes +/- and then power cycled at which time it failed. The reported, "ec 1720" problem was duplicated. A power backup capacitor failure was found. The system was not reading the correct voltage on the backup cap and a repair or replacement was required. The backup capacitor was replaced.

Event description:
Information was received indicating that a smiths medical pump was presenting with lec 1720 during testing. There were no reported adverse events.